Manufacturer narrative:
Additional information: d10, h6, h10. Device evaluation: one smiths medical level 1 hotline blood and fluid warmer was returned for analysis with dirty enclosure, scuffed and cracked underneath the drain fitting, cracked water tank, rusted drain fitting, dirty and damaged pole clamp, old- and worn-line cord. During analysis, the reported problem was able to be duplicated. It was noted that the printed circuit board (pcb) was bad and the cause of the reported problem. No action was taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be faulty pcb.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had a "once up to temp it turns off". No patient involvement.